Manufacturer narrative:
No product is being returned for evaluation, but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap ectopic - during the procedure (mid way through), [name] noticed the part of the black rubber from the seal dropped inside the patient along with the instrument shield. There was a lot of bleeding, so the surgeon had trouble finding the parts, but did retrieve it eventually. The instruments that were used through the trocar were bert bag and the camera. Unfortunately the product wasn't isolated for return. Patient status - no patient injury.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.